Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device delivered pacing differently than expected. Device data was sent to engineering for analysis. Data analysis determined the cause was due to an right atrial (ra) lead integrity issue. Technical services (ts) recommended troubleshooting options. This lead remains in service. No adverse patient effects were reported.